Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was feeling drain pain. The patient stated he disconnected from the treatment with the fresenius cycler and switched to manual pd exchanges. In additional follow-up, the patient stated he completed the pd treatment on (B)(6) 2025 (via manual pd exchanges). However, it was reported that the patient was hospitalized with abdominal pain later (B)(6) 2025. In additional follow-up, the patient¿s pd nurse confirmed the patient¿s hospitalization. Per the nurse, the patient had a pd culture obtained in the hospital. However, the nurse did not have the results available. The nurse stated the patient was treated with antibiotic therapy utilizing with intra-peritoneal (ip) cefazolin 1500 mg. On (B)(6) 2025, the patient was discharged home continuing antibiotic therapy. The patient continues pd with the same cycler and is recovering from the event. The nurse could not identify the etiology for peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy often associated with a patient breach in aseptic technique, based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with peritonitis.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was feeling drain pain. The patient stated he disconnected from the treatment with the fresenius cycler and switched to manual pd exchanges. In additional follow-up, the patient stated he completed the pd treatment on (B)(6) 2025 (via manual pd exchanges). However, it was reported that the patient was hospitalized with abdominal pain later (B)(6) 2025. In additional follow-up, the patient¿s pd nurse confirmed the patient¿s hospitalization. Per the nurse, the patient had a pd culture obtained in the hospital. However, the nurse did not have the results available. The nurse stated the patient was treated with antibiotic therapy utilizing with intra-peritoneal (ip) cefazolin 1500 mg. On (B)(6) 2025, the patient was discharged home continuing antibiotic therapy. The patient continues pd with the same cycler and is recovering from the event. The nurse could not identify the etiology for peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.